Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the black box confirmed the motor rewind tolerance error. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The motor compliant was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked traveling to the bumper pad. The battery compartment was cracked between the bumper pad and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. The pump would not stop rewinding until 206 u. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.